Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no burn on the plastic distal end cover. Olympus confirmed foreign material came out of the nozzle, but the type of the material could not be identified. It is possible that reprocessing was not completed due to leaking; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited nozzle was clogged and there was burn on the plastic distal end cover. There were no reports of patient involvement.